Event description:
The customer reported to olympus the gastrointestinal videoscope exhibited internal defects in the channel. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that the tip of the brush (foreign material) remained in the suction channel, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the evaluation, it was determined that due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of angle wire, the play of upward/downward knob was out of the standard value; adhesive on bending section cover (a-rubber) had a chip; image guide (ig) protector had discoloration; connecting tube had discoloration; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified from the obtained information. It was not possible to identify the cause of the residual foreign matter because it was unclear whether the reprocessing was performed according to the IFU from the information obtained. The root cause of this event was unable to be identified. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". Inspection of endoscope- visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the appearance of the operation unit. Cracks, dents, bulges, edges, scratches, peeling, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, attachment of parts, etc. Visually check that there are no abnormalities such as falling off. Suction check- depress the suction button. Visually verify that water is being sucked into the suction bin. Inspection of forceps channel- insert the treatment instrument through the forceps plug, and visually and by hand check that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper. Olympus will continue to monitor field performance for this device.